Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false negative reactions of jk(a) positive samples with seraclone anti-jk(a). The customer did return the supposedly defective product for investigational testing, but not the patient samples that had caused false negative test results. The customer also returned a bottle of another lot of seraclone anti-jk(a), lot 8523040-01. Our quality control laboratory tested both samples returned by the customer in parallel to their retained seraclone anti-jk(a) samples with different jka+b+ red blood cells. All positive reactions were correct. We did not observe any false negative reaction. The potency of the retained and the complaint samples were also tested. The required minimum titer was exceeded. Complaint and retained samples showed comparable results. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.